Event description:
It was reported that a patient underwent a caesarian section on (B)(6) 2014 and suture was used. The suture broke during rectus sheath suturing. The suture was replaced and the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Representative samples were returned for visual and functional evaluation. Upon evaluation, samples were found to meet specifications.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.